Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video processor exhibited scope communication error code e226. There were no reports of patient harm or injury.